Event description:
Reference number (B)(4). Event occurred in france it was reported that the patient faced an infusion set tubing torn off event on (B)(6) 2025. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6009830 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched) complaint investigations. Customer returned a photo showing the tubing detached from the connector, also the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6009830 was packaging according to the wi version 97, in the line inset 6, on 22/oct/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4k04369 was manufactured according to the wi version 64, in the machine sc02, on 19/oct/2024, with a total of (B)(4) units. The lot 4k03124 was manufactured according to the wi version 65, in the machine sc02, on 22/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 18-jul-2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched) and lot 6009830 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to tubing issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.